Manufacturer narrative:
The evaluation of the used device is still being conducted. Additional attempts are also being made to determine why the port/catheter has been returned to angiodynamics. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
A used vaxcel pasv port device with a portion of the attached catheter (approximately 2cm) was returned to angiodynamics from a hospital in (B)(6). There was no visible indication as to whether the device malfunctioned and no correspondence was inclosed with the device. Repeated attempts have been made to contact the hospital to obtain additional details.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The september 2015 angiodynamics complaint report was reviewed for the vaxcel pasv port product family and the failure mode, "port removed - cause unknown." No adverse trend was indicated. Multiple attempts, satisfying good faith effort, were made through angiodynamic's sales representative in canada, to determine the event which caused the device to be returned, but no information could be obtained. The returned, used port/catheter was examined under a microscope and the valve/slit placement was foundto be correct. Two small nicks were observed in the tiop of the port septum. Infusion and aspiration pressures were tested for and verified, and no leakage was observed. All catheter dimensions were measured and found to be within specifications. No information regarding why the port was explanted was included with the returned sample. The sample was evaluateds and found to be visually, dimensionally and functionally acceptable, i.e., met specification. Angiodynamics manufacturing process controls for this device include 100 percent leak testing, 100 percent testing for proper functioning of the valve, and dimensional, static burst testing and tensile testing of the catheters. (B)(4).